Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not bolus enough for the amount of food consumed. Customer did not drink water and forgot to test blood glucose (bg). Bg was over 600 mg/dl and ketones were present. Bolus was delivered in an attempt to lower bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Customer was treated with intravenous insulin, insulin injections, fluids and potassium. Customer was discharged on (B)(6) 2018 with bg/ketones resolved. Customer received additional pump and continuous glucose monitor training.